Event description:
It was reported that the device was used during an unk procedure, the staple malformed at the first firing (open shape). There was an audile sound like if fired completely, but plastic washer was left in the anvil. The pt required temporary colostomy.